Event description:
The user facility reported a person (unknown age, race, gender) noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The user facility reported positioning issues and stated the device moved to the aortic root. They device was explanted due to the patient's hemodynamic stable situation. No harm was done to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely due to use issue. The failure mode will be monitored and trended.